Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, was able to replicate the issue after 10 minutes from booting-up. Return requested for axiem portable. No parts have been received by manufacturer for analysis. August 07, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system was not working properly, showing an error message high internal temperature. In trouble-shooting, the nurse was asked to switch the axiem em controller with another one available at the hospital. This resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to reprocessed and reused and also sent report to FDA? Fields. The device was returned to the manufacturer for analysis. The axiem unit was put into navigation mode for several hours on multiple occasions. The unit never overheated. Navigation and accuracy were normal. The unit was physically damaged. Both tca ports were bent. However, the device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.